Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Suboptimal medical documentation and imaging studies were provided and reviewed by a clinical representative with the following impression: product use was found to be incongruent with the IFU, and might have contributed to the reported issues due to: angled, short aortic neck, and multiple patent lumbar arteries. At index, there might have been evidence to support a persistent endoleak type ia, or iiia in addition to, or instead of the diagnosed endoleak type ii due to an early presentation of a contrast blush. At index, there was substantiating evidence of: an intraoperative stent migration; a transient and a persistent endoleak. There was no radiographical evidence of the post index endoleak type ia, or the ensuing secondary procedures of a diagnostic angiogram or bridge stent placement. There was substantiating radiological evidence of a progressive stent graft migration post index. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based on the review of the available information, the cause for the event was determined to be most likely related to patient anatomical factors.

Event description:
It was reported that approximately two weeks post-implant of a bifurcated device and two aortic extensions, the patient presented with abdominal pain and an angiogram revealed the aortic extensions had moved down. Reportedly, during the initial procedure after implanting the bifurcated device and a suprarenal aortic extension, an angiogram showed a proximal endoleak of the suprarenal extension. Balloon dilatation was performed and repeat angiogram showed the extension had moved down after ballooning. An infrarenal aortic extension was placed, which corrected the endoleak. The patient was discharged home; however, presented two weeks later with abdominal pain. The physician elected to treat the patient with a third aortic extension and a palmaz balloon-expandable stent, to shorten the portion of the aorta between the renals and the previously implanted aortic extensions. The patient tolerated the procedure well. Additional note: the patient was reported with an aortic neck angulation of approximately 80 degrees (off-label).

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.